Manufacturer narrative:
An event of obstruction/occlusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported event could not be conclusively determined. The reported improper or incorrect procedure or method was due to snaring the valve post-implant. The reported unexpected medical intervention was result of case-specific circumstances, as medication was provided. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Event description:
Clinical information: crd_1059 - vista nova study, patient site ID: (B)(6) (r958506301) it was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. During procedure, the activated clotting levels were 265s-304s and heparin was given. A pre-implant balloon valvuloplasty done with 22mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 4.3mm and left coronary cusp (lcc) was 4.5mm. Postoperative delirium (pod) was noted after the procedure and medication was given. On (B)(6) 2025, hemodynamically significant left ventricular outflow tract(lvot) obstruction was noted. After starting medication, reduction in hemodynamic significance was observed.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.